Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The cause could not be determined. Customer's blood glucose was in the 200 mg/dl range. Customer confirmed that an alternate method of insulin delivery was available.